Manufacturer narrative:
Concomitant medical products: plc201400; UDI: (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent endovascular treatment of an abdominal pseudoaneurysm measuring 30mm with gore® excluder® aaa endoprostheses. A distal type 1b endoleak was recognized. On (B)(6) 2015 the maximum diameter of the aortic lesion was 23mm. On (B)(6) 2016 a reintervention took place with extension of previous endovascular treatment. On (B)(6) 2016 the maximum aortic diameter of the aortic lesion was 13mm. On (B)(6) 2017 the maximum aortic diameter of the aortic lesion was 12mm. On (B)(6) 2017 the maximum aortic diameter of the aortic lesion was 7mm.